Event description:
It was reported that the patient experienced frequent low voltage advisory alarms. The log files contained unusual low voltage advisory alarms and power cable disconnect alarms on both the batteries and mobile power unit (mpu) which might have been caused by damage to the system controller leads. The battery clips were exchanged, and new batteries were issued. The system controller and modular cable were exchanged on 04nov2023. The pump was unaffected and functioned as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical low voltage and atypical power cable disconnect alarms were confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file (20231103_050915) was submitted for review that showed events spanning approximately 6 days (29oct2023 ¿ 03nov2023 per timestamp). Intermittent atypical low voltage advisory alarms due to fluctuating relative state of charge (rsoc) voltage on the black power cable were active from 29oct2023 at 20:29:23 to 01nov2023 at 16:49:28. The alarms were active while the controller was connected to battery power and were not associated with a power source exchange. On 30oct2023 at 04:12:07 ¿ 04:12:20 atypical power cable disconnect alarms that were associated with rsoc invalid faults on the black power cable. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking if exchanging the system controller resolved the alarms, and if any product would be returned for analysis. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage and power cable disconnect alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1, brand name: corrected, section d4, catalog number: corrected, section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.